Event description:
On (B)(6) 2024, an 80-year-old male patient diagnosed with chronic kidney disease, copd, and advanced atherosclerotic disease presented as an outpatient for elective treatment of short distance claudication of the left leg that was preventing him from performing activities of daily living. The procedure began at 1044. During the case, which involved advanced endovascular techniques, a chronic total occlusion of the patient's left popliteal artery was reopened. The vessel was appropriately prepared for placement of a stent. During stent deployment, there was a failure of the deployment mechanism, causing partial deployment of the stent. The stent delivery system failed, with separation of the external and internal parts resulting in the inability to further deploy the stent. The interventional radiologist attempted to deploy the stent in a same area by using the traction of the partially deployed stent without success. The stent became bound to the inner portion of the delivery system. The interventional radiologist tried to remove the stent through the access sheath, and this was also unsuccessful. The device failure led to an escalation of care at 1518 requiring conversion to an open surgical procedure in the operating room, as well as escalation from monitored anesthesia care to intubation with general anesthesia and collaboration by the vascular surgeon. The attempt to retrieve the stent was unsuccessful. A higher surgical complexity healthcare facility was contacted and agreed to accept the patient on an emergent basis. Our procedure ended at 1927, and the patient was returned to pacu at 1946. The patient was then transported to the higher-level facility via ambulance, and the failed device was retrieved intact with preserved arterial flow to both lower extremities. The device is identified as follows: boston scientific eluvia 6 ml x 150 ml x130 cm lot 33610070, ID (B)(6), ref h74939294601510.